Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to MDR report numbers: 3006697299-2020-00105 and 3006697299-2020-00106.

Event description:
This is 3 of 3 reports. A customer reported that the c2602 cusa excel 36khz straight handpiece was not working. There was no known patient injury reported or delay in surgery. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
Device identifier: (B)(4). Product identifier: (B)(6). The device was returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was confirmed. The complaint was consistent with transducer delamination based on transducer replaced in 2019 per service history, low output, and defective transducer. Root cause: transducer delamination.